Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of 1 event for vessel dissection leading to death. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are palmaz stents but the catalog and lot numbers are not available. The citation is as follows (refinements in the implantation of pulmonary arterial stents: impact on morbidity and mortality of the procedure over the last two decades. Cardiol young. 2002 oct;12(5):445-52. Doi: 0.1017/s1047951102000768). A copy of the publication is attached to this report. As reported in the literature article by mcmahon cj, el said hg, vincent ja, grifka rg, nihill mr, ing ff, fraley jk, mullins ce. Refinements in the implantation of pulmonary arterial stents: impact on morbidity and mortality of the procedure over the last two decades. Cardiol young. 2002 oct;12(5):445-52. Doi: 10.1017/s1047951102000768. Pmid: 15773447, after implantation of an unknown palmaz stent in the pulmonary artery, one patient developed a tear in the pulmonary trunk and subsequently died. The device will not be returned. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed, and no determination of possible contributing factors could be made. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. The use of palmaz stents in the pediatric pulmonary system is not indicated in the labeling and as such is considered off label usage. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported in the literature article by mcmahon cj, el said hg, vincent ja, grifka rg, nihill mr, ing ff, fraley jk, mullins ce. Refinements in the implantation of pulmonary arterial stents: impact on morbidity and mortality of the procedure over the last two decades. Cardiol young. 2002 oct;12(5):445-52. Doi: 10.1017/s1047951102000768. Pmid: 15773447, after implantation of an unknown palmaz stent in the pulmonary artery, one patient developed a tear in the pulmonary trunk and subsequently died. The device will not be returned.